Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged sample initially generated a positive sars-cov-2 result. A new sample was collected and tested on a different platform which yielded a negative result. An investigation has been initiated and is ongoing.

Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation has been initiated and is ongoing. (B)(4)

Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. No data was provided for the sample so a limited investigation was conducted which did not identify a product issue. It is likely the discrepancy is due to the differences in technology and sensitivities between the platforms used. (B)(4).